Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.

Event description:
Customer reported nurse hung a secondary infusion of potassium 20 meq and the primary was infusing at 66 ml/hr. She did not set up the pump as a secondary infusion. She raised the secondary infusion and lowered the primary and saw that it was running. She then noticed within 5 minutes that the secondary bag appeared to be free flowing. She did not know where the secondary went. She started a new primary and secondary infusion on a different pump. Date of event not reported. The sets and bags were discarded. The pump was sent to biomed. Biomed reported the pump was tested for rate accuracy and was working as designed. The pump was placed back in use after testing. No pt harm reported.